Manufacturer narrative:
An event regarding wear involving trident liner was reported. The event was confirmed following the completion of a material analysis. Method & results: device evaluation and results: visual inspection. Visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated ... Damage consistent with contact against the hip stem was also observed. Scratching and burnishing were observed on the articulating surface of the insert.. These are common damage mode of uhmwpe. The yellow discoloration observed on the insert is consistent with the absorption of synovial fluid. Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis material evaluation was completed and indicated the following comments: scratching, burnishing, and yellow discoloration were observed on the articulating surface of the acetabular insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
At (B)(6) 2015 tha was done with trident psl cup, trident x3 liner, no stryker stem and delta head. After the operation, the doctor suspected loosening of the cup side by patient symptoms and x-p and cup side and head was exchanged the new devices. The bone resorption around the cup and discoloration of the liner and wear of the liner was confirmed. The doctor requested that inspection of wear condition of the sliding surface and cup side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
At (B)(6) 2015, tha was done with trident psl cup, trident x3 liner, no stryker stem and delta head. After the operation, the doctor suspected loosening of the cup side by patient symptoms and x-p and cup side and head was exchanged the new devices. The bone resorption around the cup and discoloration of the liner and wear of the liner was confirmed. The doctor requested that inspection of wear condition of the sliding surface and cup side.